Event description:
It was reported that bd plastipak¿ syringe stopper separated from the plunger. The following information was provided by the initial reporter: rubber from the syringe undocked from the plunger.

Manufacturer narrative:
DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the complaint was observed. The sample sent by the customer was verified and it was possible to observe the stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe stopper separated from the plunger. The following information was provided by the initial reporter: rubber from the syringe undocked from the plunger.